Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on year the date the manufacturer became aware of the event 11/12/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2326 captures the reportable event of inflammation. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that spaceoar placement was performed on an unknown date after the brachytherapy. A while after, the patient developed symptoms of bloody stools and infection in the scrotum, also reported as epididymitis. The patient's c-reactive protein (crp) level was increased; therefore, a magnetic resonance imaging (MRI) was performed, which revealed a bubble-like formation around the hydrogel. Infection was suspected, and there seemed to be a slight migration of the hydrogel into the rectal wall. Additional diagnostics revealed a small rectal ulceration and suspected infection. Since the scrotum was not located along the needle puncture route and there was no recollection of puncturing it, the causal relationship with epididymitis remains unknown. Unilateral scrotum removal was performed, and the patient condition was reported as improved, he is currently recovering. The mild rectal ulceration is also gradually closing. In the physician's assessment. The relationship between the device and the infection was reported as unknown.

Event description:
It was reported that spaceoar placement was performed on an unknown date after the brachytherapy. A while after, the patient developed symptoms of bloody stools and infection in the scrotum, also reported as epididymitis. The patient's c-reactive protein (crp) level was increased; therefore, a magnetic resonance imaging (MRI) was performed, which revealed a bubble-like formation around the hydrogel. Infection was suspected, and there seemed to be a slight migration of the hydrogel into the rectal wall. Additional diagnostics revealed a small rectal ulceration and suspected infection. Since the scrotum was not located along the needle puncture route and there was no recollection of puncturing it, the causal relationship with epididymitis remains unknown. Unilateral scrotum removal was performed, and the patient condition was reported as improved, he is currently recovering. The mild rectal ulceration is also gradually closing. In the physician's assessment. The relationship between the device and the infection was reported as unknown. Additional information received on 23dec2025ecj it was further reported that the patient underwent a unilateral scrotum removal, due to the infection. A colonoscopy was performed to observe the affected area.

Manufacturer narrative:
Additional information block b5 and block h6 have been updated. Block b3: the exact date of the event is unknown. The provided event date, 11/01/2025, was chosen as the best estimate based on year the date the manufacturer became aware of the event 11/12/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e2326 captures the reportable event of inflammation. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.